Event description:
Procedure type: thoracotomy. According to the reporter: four endo gias used in a thoracotomy case malfunctioned. Multiple firings of the endogia stapler were used to perform a large wedge resection. Unfortunately, upon opening and firing of the stapler caused bleeding in the lung parenchyma which was rather significant.

Manufacturer narrative:
(B)(4).